Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and was technically challenging due to atypical laa anatomy and suboptimal imaging, which limited clear visualization of the laa. A 31mm watchman flx pro closure device was deployed and initially met pass criteria. Although the physician noted that the contrast injection appeared atypical, no peri-device leak was identified, and the decision was made to release the closure device. Immediately following release, the closure device migrated proximally with loss of compression and rapidly embolized. Within seconds, the closure device crossed the mitral valve and became entangled within the valve apparatus. The implanting physician decided to proceed with surgical retrieval of the embolized closure device. The patient was also admitted to the hospital. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037624454. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization and device explant, (hospitalization). Risk review a risk review was completed and confirmed that the events of embolization and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and was technically challenging due to atypical laa anatomy and suboptimal imaging, which limited clear visualization of the laa. A 31mm watchman flx pro closure device was deployed and initially met pass criteria. Although the physician noted that the contrast injection appeared atypical, no peri-device leak was identified, and the decision was made to release the closure device. Immediately following release, the closure device migrated proximally with loss of compression and rapidly embolized. Within seconds, the closure device crossed the mitral valve and became entangled within the valve apparatus. The implanting physician decided to proceed with surgical retrieval of the embolized closure device. The patient was also admitted to the hospital. The patient is expected to fully recover.